Event description:
Pt. Presented with an infected left-hip as well as complaints of multiple hip dislocations (head from liner). Dr. Opted to revise the pt's hip to an exeter stem using antibiotic-augmented cement and revised the pt's shell to allow for a constrained liner and longer head/neck length options (stem and distal spacer implanted (B)(6) 2022, remaining implants implanted (B)(6) 2023). No complaints have been filed against the components themselves. No further info available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 626-00-46f; modular dual mobility insert; lot# 93078602. Cat# 702-04-56f; tridentii tritanium cluster56f; lot# 98322501a. Cat# 7030-6525; 6.5mm low profile hex screw 25mm; lot# vkxh. Cat# 7030-6530; 6.5mm low profile hex screw 30mm; lot# v7la2. Cat# 6260-9-428; 28mm +12 lfit v40 head; lot# 71866501. Cat# 6057-0335d; accolade c cs 127 nk; lot# 6l3m3n. Cat# 1059-2313; accolade distal spacer; lot# 487rme. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.